Manufacturer narrative:
The break is probably the result of the laser inscription (inscription in longitudinal direction of the stem on the finish surface). In the end of 2003, the laser inscription was shifted to the smooth part of the stem, in order to ensure better legibility. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the mp reconstruction hip system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Broken mp stem.